Event description:
It was reported that occlusion alarms occurred. A supply change was performed resolving the occlusion. Reportedly, the customer was skipping the air removal step when filling the cartridge. Tandem technical support educated customer to remove any residual air from the cartridge. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.